Event description:
Customer reported device = 320 mg/dl. Customer went to the emergency room (ER) within 5 minutes. ER device = 248 mg/dl. Customer was advised to make an appointment ith their doctor. No treatment was given. No controls were used. Device was not coded properly. A request was made for return product and replacement product was sent.